Event description:
It was reported that the customer was hospitalized due to low blood glucose of 42mg/dl. It was stated that the customer ate a different lunch than normal, and thought she might not have gotten a bolus and did it again. Troubleshooting was performed. The mother stated that there were no boluses delivered and no alarms triggered. Reviewed the bolus wizard and the insulin pump recommended 18.0 units. The caller programmed the first 8 units, and asked if they can do the rest if she needs more. Advised the mother that the customer can treated any way he wants. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.